Manufacturer narrative:
One device was returned for analysis of complaint of force sensor bridge test. Force sensor bridge test alarm found from alarm history. No relevant service history found in last 12 months. This may have been an open connection between the force sensor and main printed circuit board. View inside the plunger case. Visual and functional testing was performed. Probable cause was defective plunger sensor.

Event description:
It was reported there was a force sensor bridge test. There was no reported patient involvement. Investigation found defective plunger sensor, which is a reportable malfunction.